Event description:
Four months after an embolization procedure with an enterprise stent and coils, the patient was brought back for follow up and it was determined by the physician that additional coils were needed to occlude the aneurysm. While attempting to access the aneurysm with a guidewire through the enterprise stent, the guidewire became wrapped around the stent and could not be untangled. The result was that the guidewire pulled the stent completely out of the patient. All coils remained stable and the patient is fine.

Manufacturer narrative:
The product is expected, but to date it has not been received. Additional information will be submitted within 30 days of receipt.